Event description:
It was reported that during a scheduled anterior cervical procedure a powered handpiece was being used. When the selected attachment was being attached to the handpiece, the surgeon touched the finger control, in the air to test the motor and he felt a shock. He threw the drill down, pulled back his glove on his left hand, and found a superficial red mark on his pointer finger, top of knuckle that disappeared quickly. There were no burns on/through the glove. There was no delay of surgery. There was no patient involvement.

Manufacturer narrative:
Unit was repaired per sri ipc revision j. The connector panel was replaced due to damage on the ports, and the fan was replaced due to noise. The noisy fan is not considered to be related to the complaint because the user cannot come into contact with the fan during use (it is an internal component). Of the two components replaced, the damaged connector panel is more likely to be considered a cause for the complaint. The connector panel was discarded at the completion of the repair and is no longer available for further analysis. (B)(4) next gen power system risk management report revision 26 was reviewed. Risk control numbers (rcns) 1, 6, and 10 are related to this event. These three rcns were reviewed. The mitigated severity and occurrence rankings stated in these rcns are consistent with this event; no risk management updates will be conducted at this time.

Manufacturer narrative:
(B)(6). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturer for evaluation. The customer reports the device was recently shipped, but has not been received by the manufacturer. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The legend stylus touch is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures. The system consists of a power control console, footpedal, connection cables and assorted handpieces to drive various burs, blades, drills, rasps, cannulae and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.